Event description:
It was reported that, "the femoral cut block for the shapematch did not fit the patients anatomy. The size and rotation were correct, however we had to make our distal femoral cut with regular instruments in order for the block to be placed onto the femur."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. The hospital will not release it until it is done with its report. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.